Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product or photograph were returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. Surgeon acknowledged to a tibial slope cutting error in the provided recording with notation of a tight lateral flexion gap in the revision record. Therefore, the bearing was downsized to accommodate the error. Hence the root cause is attributed to surgeon not following instructions. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: unk vanguard cr bearing MDR: 0001825034-2023-00636. Additional associated products: unk femoral unk lot#.

Event description:
It was reported the patient underwent an initial knee arthroplasty . Subsequently, patient was revised due to instability approximately 5 years post implantation.